Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed using an alternate access through the right internal jugular. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. While positioning the was in the patient, the was dropped below the mitral valve and into the left ventricle. Following this the patient went into ventricular tachycardia/ventricular fibrillation and cardiac arrest. The patient was defibrillated three (3) times and cardiopulmonary resuscitation was performed. Amiodarone, lidocaine and epinephrine were given to the patient. The patient's rhythm returned to normal, and the procedure was continued. During the deployment of the closure device the patient experienced st segment elevation, but no air was seen in the patient or devices. The patient was again defibrillated before their cardiac rhythm normalized. The procedure was completed successfully with a closure device implanted in the patient. Post procedure the patient was alert and oriented. The patient was transferred to the telemetry department for monitoring and post procedure care. The patient did not experience any other complications as a result of this event, and they are expected to make a full recovery.